Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-09983. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the commander delivery system balloon shoulder interacting with the atrial septum caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, during a valve-in-valve case in mitral position, the first commander delivery system balloon shoulder may have interacted with the atrial septum and pushed the 29mm sapien 3 valve ventricular. The first valve landed too ventricular. Patient's pressure was low 40's. Compressions were started while the second valve was prepped. The second valve was implanted without any issues. It was speculated that either the balloon shoulder interacted with the septum since it was a shorter distance, or the sapien 3 valve did not anchor in the surgical valve. The septal puncture was as high as it could go with the patient's anatomy.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it remained implanted. The complaint for valve malposition was unable to be confirmed due to unavailability of medical records and imagery. A review of the device history record did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "during a valve-in-valve case in mitral position, the first commander balloon shoulder may have interacted with the atrial septum and pushed the 29mm s3 valve ventricular. The first valve landed too ventricular. It was speculated that either the balloon shoulder interacted with the septum since it was a shorter distance or the s3 valve did not anchor in the surgical valve. The septal puncture was as high as it could go with the patient's anatomy." In this case, it is possible that the patient's left ventricle anatomy was constrained. If the left ventricle anatomy was constrained, then the delivery system and thv may have not been coaxial across the pre-existing valve during thv deployment. This may have caused the proximal balloon shoulder of the delivery system to interact with the atrial septum during thv inflation and led to the thv to move more ventricular resulted in reported valve malposition. However, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.